Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that battery cap and compartment were rusty, and there was corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:a review of the pump¿s history showed replace battery and low battery alarms. The history showed evidence of voltage drops on 07/10/2013 and 07/11/2013. During an evaluation of the pump, a battery compartment crack was observed with evidence of moisture corrosion. The battery cap had evidence of moisture corrosion as well. The pump was able to power on normally during testing and no power loss was observed. The pump case was opened and evidence of internal moisture was found in the pump; however there was no evidence of damage or intermittent connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.